Event description:
The (B)(4) reported, surgeon submitted a presentation, "nonunion" failure of a fracture to heal. Failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt#6: this pt had four (4) revisions completed, broken out into procedures as follows: procedure #2: a female experienced a right femur fracture that was revised with a new nail and screw was discovered to have a non-union and the second nail implanted was broken at the screw junction on an unk date. Pt was returned to the operating room, hardware was removed and the pt was revised to a blade plate and screws. It can not be verified if the product is synthes product. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.